Manufacturer narrative:
Discarded at account.

Event description:
It was reported that during a surgical procedure at the user facility, the material of the toga was tearing. The procedure was completed successfully without a clinically significant delay, adverse consequences, or medical intervention.